Manufacturer narrative:
Insulin pump passed the self test and displacement test. No unexpected external flash crc error orthe motor arm cannot communicate with the main arm. During testing however, external flash crc error and the motor arm cannot communicate with the main arm. Alarm are found in the formatted history file due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error. Customer's blood glucose value was 10.2 mmol/l. The customer stated that they not feel ok with the insulin pump. The device will not be return for analysis.